Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that a request was made to perform an analysis on this pacemaker system due to loss of capture (loc). Upon review, technical services (ts) confirmed that the device operated normally, the power was as expected and autocapture measurements were normal. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information was received. This rv lead was surgically abandoned and has not been returned for analysis. No additional adverse patient effects were reported.